Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a capd disconnect y set. The spike of the transfer set could not be connected with the port of the y-set because of a bent spike. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a disconnect y-set was confirmed during the sample evaluation; however, no root cause could be determined. One used set was received for evaluation. Port connection was oval in shape. Port connection was visually inspected with what appears to be a puncture/cut was noted through the wall of the port. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.